Manufacturer narrative:
The device was returned and visual examinations revealed no anomalies. Interrogation and device image results were acceptable. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.

Event description:
It was reported that the patient was presented in the hospital for a pocket revision. The patient had an infection with the device pocket pus-filled and the implantable cardioverter defibrillator (ICD) was noted to slosh around within the pocket. The ICD system: ICD, right ventricular (rv) and left ventricular (lv) lead was explanted on (B)(6) 2025 and replaced on (B)(6) 2025. The patient was stable.